Manufacturer narrative:
The batteries of the customer's device were replaces as a precaution. Stryker recommends replacing the batteries be replaced approximately every two years. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the device would intermittently turn off when connected to ac power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The device was returned unrepaired to the customer.

Event description:
The customer contacted stryker to report that the device would intermittently turn off when connected to ac power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.